Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that there was no urine outflow from the catheter after placement. There was no difficulty with inflation during the pretest. The catheter was inserted into the patient before an acute aortic dissection surgery. The user alleged that there was no urine outflow through the catheter so the catheter was replaced , and urine outflow was confirmed.

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "since movement of the body, etc. May twist or bend catheter to cause occlusion, care should be taken to fix the catheter securely. When urinary flow cannot be noted, confirm that the catheter is neither occluded or broken." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that there was no urine outflow from the catheter after placement. There was no difficulty with inflation during the pretest. The catheter was inserted into the patient before an acute aortic dissection surgery. The user alleged that there was no urine outflow through the catheter so the catheter was replaced, and urine outflow was confirmed.